Event description:
A valiant/endurant stent graft system was implanted for treatment of a thoracic ulcer and two additional endurant stent grafts were implanted for treatment of the ruptured vessel. It was reported that the patient was rushed back to the operating room because the blood pressure was dropping in the holding area prior to the index procedure. The patients pressure dropped prior to arrival to the or due to thoracic issues, the reason why they were putting a graft in the patient. The physician knew before the case that the patient had very small access vessel (6mm), and that he would need to do adjunct procedures in order to insert the delivery system. The physician started with a 7mm and 8mm balloon. He tried to insert the valiant device, but it would not progress very far in the right external. The physician then tried a 9mm balloon and 20fr and 24fr. Dilators. At this point he tried inserting the valiant delivery system again. At this point of insertion, the physician felt the vessel "give" so he pulled out the delivery system. The patients¿ pressure was dropping, so a reliant balloon was placed at the body of a previously placed endograft to occlude the aorta. The physician performed a retrograde angiogram, via a sheath in the right femoral and it showed a ruptured right iliac around the area of the hypogastric artery. The physician placed an 8mm peripheral stent graft from another manufacturer to isolate the rupture. At this point it was determined that the right external was still bleeding. He performed a retro peritoneal incision to gain control of the bleeding. Once the bleeding was under control, he decided to remove the 8mm stent graft. The physician then placed an endurant limb 16x10x124, and a 10x10x82, into the existing endograft to extend it into the right external. The physician then placed a 10mm peripheral stent graft from another manufacturer into the endurant limb to extend into the femoral access point. He then tried to insert the valiant delivery system, and it still would not progress. At that point, the physician decided to introduce the valiant device through the retro peritoneal access that he had. He did an arteriotomy into the area that had the peripheral stent graft from another manufacturer and endurant limb. At that point, the delivery system was taken into the thoracic arch. He used ivus to determine where the ulcers were and he placed the valiant 42x42x150, and then he extended further into the descending thoracic aorta with a valiant 42x42x100. At this point, he ballooned with the reliant balloon. No final angiogram was performed due to the patient¿s high creatinine. The physician was still closing and the patient was still on the or table. This brain activity was measured by the anesthesiologist via a device called bis quattro monitor. After the procedure, the patient had brain waves reading 10 at the end of the procedure. The patient has not, and will not receive treatment. The patient was determined to have no brain activity three days later and was taken off of life support. The patient expired later that day. The physician stated, the death was disease related.

Manufacturer narrative:
(B)(4). Evaluation, conclusions: off-label, unapproved, or contraindicated use (pre-operative rupture).